Manufacturer narrative:
Investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that the catheter shaft near the balloon ruptured during inflation at high pressure. Per additional information "the type of procedure being performed at the time of rupture was a dilation procedure for congenital ureteral stricture. No pieces of the shaft were missing due to the rupture. No resistance was noted when inserting the catheter. The balloon was dilating a the lower region of the ureter. There was no movement of the indicator scale during an attempt for inflation therefore the pressure at the time of rupture could not be noted. The device was indwelling for 5 minutes prior to the rupture. Only one dilation was performed before the rupture. The patient did not have any urinary stones at the time of the procedure. The rupture occurred inside of the patient's body however an additional surgical procedure or secondary intervention was not required as a result of the shaft rupture.